Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
During coil delivery, it was reported the coil prematurely detached inside the catheter. No patient injury reported.